Event description:
It was reported that the mount tabs of the blade broke off in the handpiece. No adverse consequences were reported.

Manufacturer narrative:
There were three blades associated with this complaint. All three blades were returned for evaluation. Breakages were visually confirmed for two of the blades as follows: both tabs were broken off the first blade; one tab was broken off the second blade. Based on this information and other more recent complaints reporting similar events, the root cause is determined to be multi-factorial.